Manufacturer narrative:
The incident sample has been received and is pending evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension and an infrarenal aortic extension. On (B)(6) 2017 the patient came in emergently with a ruptured aorta. The physician elected to complete open repair and explant the devices. A hole was observed in the explanted device. It was reported the patient expired during the surgical procedure.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. On (B)(6) 2017 the patient went into emergency for a ruptured aorta. At that time, the physician elected to complete a open repair and explant the devices. It was during the explant that patient expired. Clinical evaluation was able to confirm that patient had a el3b at the sr and ir cuff at the superior stent margin of the mb. It was also noted that on (B)(6) 2017 (50 month post implant, there was a migration of the proximal cuffs and a el1a). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the proximal cuffs was related to the strata graft material. Additionally the increased infrarenal angulation due to the proximal cuff migration likely contributed to the event. The most likely cause of the compromised stent graft integrity of the distal main body was related to the posterior calcifications in the aortic wall as well as the strata graft material. The most likely cause of the loss of seal (el1a) was related to the migration of the proximal extensions. The final patient disposition was expired intra-operatively during the surgical conversion. The cause of death was cardiac arrest and the inability to restore spontaneous circulation intra-operatively. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices were returned and evaluated. The evaluation result for all devices supported the reported 3b endoleak. The large tear in the graft material of the suprarenal aortic extension support this event. These types of events will be monitored and trended as part of the quality system. (B)(4).